Manufacturer narrative:
E1: initial reporter facility name - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through a large volume infusor. It was observed that there were no drops being delivered. There was no report of patient injury or medical intervention associated with this event. No additional information is available.